Event description:
The health care professional reported an infection. The pump was used to deliver baclofen. Follow-up was done with the initial reporter who stated that she was from a drug information center and was working as an intermediary with a hospital pharmacist discussing intrathecal to oral conversion of medication. The patient and device information was not provided to the drug information center. Further follow-up is not possible due to the lack of patient and device information.